Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The device was not sent back to (B)(6) for investigation and due to lack of information the root cause of this event remains unknown. Note: several causes other than a functional issue can be at the origin of intempestive air in line alarms such as an inappropriate air detection settings, priming method or in case of parenteral nutrition administration, micro bubbles can be formed in front of air sensor and causes unwanted alarms. An increase of bubble filter value could be tested by user. To our knowledge this complaint was not being related to patient harm. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Air alarm sounded several times during the night; pump used to administer parenteral nutrition at home. No clinical consequences for patient.